Event description:
Boston scientific crm received information that this atrial lead was explanted because it had dislodged. The pt was in chronic a flutter and elected to have the lead removed. The port was plugged.